Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - component code should be patient lead.

Event description:
New information received noted that the event was discovered during follow-up in the clinic.